Manufacturer narrative:
The baxter technician found the casters needed to be replaced. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The casters were replaced. This issue would be likely to cause or contribute to a death or serious injury if this were to recur.

Event description:
A company representative - service personnel contacted technical service to report that the golvo 8008 lowbase casters came off. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. It was unknown if any second device was also involved. The customer did not know if this event was already communicated to another baxter department or authority. The device was requested for service/inspection by baxter.